Event description:
It was reported that insulin leaked at the connection between the cartridge and the luer connector of the ilet infusion set during cartridge changes, resulting in insulin seeping into the pump and an apparent failure of the system to detect a flow blockage; the issue was traced to connecting the luer to the cartridge outside the device rather than while the cartridge was seated in the pump, and user education was provided to follow the user guide procedure. Symptoms included concern about not receiving insulin and experiencing insulin odor. Outcomes included wasted insulin and user frustration. Investigation included technical support troubleshooting and user guidance review. Investigation of this case revealed user setup error related to the connection sequence and no device malfunction when used as instructed. It was concluded that proper technique while the cartridge is installed in the pump resolves the leakage and blockage concern, and no further corrective action for the device was indicated.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.